Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part #: 313.969, synthes lot #: 4188610, release to warehouse date: october 26, 2000, manufactured by: brandywine, no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the holding sleeve for 3.0 mm cannulated screwdriver was returned and received for analysis. Upon visual inspection, it was observed that the device was missing the spring coil component. No other issues were observed with the returned components of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed, holding sleeve 3.0 mm cannulated screw complaint confirmed? Yes, the device received was missing a component. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the holding sleeve for 3.0 mm cannulated screwdriver. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during routine incoming inspection of a loaner set, it was observed that the holding sleeve for 3.0 cann screwdriver was missing a component. There was no known patient or hospital involvement. This report is for one (1) holding sleeve for 3.0 cann screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.